Manufacturer narrative:
(B)( d10: 42504606601, psn rev fem cmt ccr std sz 9l, lot 66807668 42560007514, psn rev str smth stem 14x75, lot 66892680 42560007514, psn rev str smth stem 14x75, lot 66884399 42512800714, articular surface fixed bearing constrained condylar knee (cck) left 14 mm height use, lot 65920191 g2: event occurred in australia the reported event was unable to be confirmed. Visual examination of the provided pictures identified explanted devices covered in bio debris. No product was returned, therefore no further evaluations could be made. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a first stage revision of competitor products, and was implanted with zimmer biomet devices. Subsequently, the patient was revised approximately 4 months post implantation due to loosening. Attempts have been made and no additional information is available.